Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -16.50/2.5/089 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2023. Lens rotation was observed. On (B)(6) 2024 the lens was exchanged for a spherical lens of the same size -15.50 diopter and the problem was resolved.

Manufacturer narrative:
H3 device evaluation: lens returned dry in a microcentrifuge vial with debris on product. Visual inspection found no visible damage to lens and debris on the lens. Dimensional inspection found the lens to be within specifications. (B)(4).